Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. All available information was investigated and the reported gripper actuation issue appears to be related to the observed gripper line break. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product quality issue. Scanning electron microscope (sem) analysis of the broken end of the gripper line was performed and the analysis identified that the gripper line had a bend at the fracture (compression marks were present), as well as, necking. A burnish area was found adjacent to the fracture surface. The fracture morphology was ductile tearing; secondary cracking was also found in the fracture surface extending into the outer diameter surface of the gripper line. A definitive cause for the gripper line break during actuation in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue and gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was implanted without issue. A second cds (70808u218) was advanced to the mitral valve. The clip was advanced to the mitral valve leaflet, when grasping the grippers did not move, the gripper line (gl) was broken. The clip was not implanted and the device was removed. A total of two clips were implanted, reducing mr to 1. The patient is stable. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.